Manufacturer narrative:
Returned device was received in good physical condition. The top case was cracked and chipped by the front left and bottom right corners. There was visible contamination by the a/c receptacle and by the "l" bracket pole clamp. A depleted battery alarm was noted in the event history log. During the evaluation of the device, the interconnect board was found to have a burnt component. This board issue was responsible for the battery not charging. The board and battery were replaced and the issue was resolved. The contamination and burnt component were found to be the cause of the issues. These issues were caused by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was having board issues. There were no reported adverse events.